Event description:
Reporter indicated that pt's device was programmed to off due to dizziness, thought to be related to the stimulation. The pt's pain and dizziness reportedly resolved after the device was programmed to off. Device diagnostic testing was within normal limits, indicating proper device function and the elective replacement indicator was reportedly no, indicating that the generator had not reached end of service. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.